Manufacturer narrative:
Failure analysis revealed that all the buttons functioned properly and no moisture damage found on the keypad traces, electronic assembly, under lcd screen or motor. The device had cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 169 mg/dl. The customer reported moisture underneath the display of the insulin pump. The customer also reported that the reservoir of the insulin pump might be leaking as well. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).